Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The account alleges that when the hydrophilic guidewire was inserted and exited through the soft tip, it broke. No patient injury was reported.